Event description:
Same case as MFR report #6000089-2007-01301. It was reported that following a coronary artery drug eluting stenting treatment procedure, late stent thrombosis occurred. The pt had a 2.5x16mm taxus express2 drug eluting stent (des) placed distally to a 3.5x24mm taxus express2 des implanted in the left anterior descending (lad) artery during an emergent procedure due to myocardial infarction. The pt was discharged on plavix. Plavix was discontinued after 6 months. Approximately 28 months following the implant of the 2 taxus express2 des, the pt sustained acute chest pain and a st-segment elevation myocardial infarction. Angiography revealed that there was stent thrombosis noted at the origin of the 2.5x16mm taxus express2 des. The proximal 3.5x24mm taxus express2 des was patent. A 2.15mm non-bsc balloon was used to dilate the thrombosis. The thrombosis was further treated by implanting a 2.75x18mm and a 3x15mm non-bsc bare metal stents. The 3.5x24mm taxus express2 des was postdilated. There were no additional pt complications reported. The pt recovered fully with no adverse effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.